Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 360 units of this code-batch. There are no units in our stock. We have received 16 closed samples and 3 open and unused samples with the needles detached from the thread (the threads are still wound on the pack). Tightness test to the closed samples received has been performed and the units are tight. When opening the packs, we have found that the needle was detached from the thread in three of the closed samples received. We have checked these three samples and the threads seem that were escaped from the needle probably caused by a too low strength applied to attach the thread to the needle. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with monosyn quick suture. The client reported that the needle was detached from the thread when opening the package or removing the suture from the package. This issue occurred prior to use, there is no patient involvement. Additional information has not been provided.